Manufacturer narrative:
Customer site declined immucor access to testing instrument. Site declined access to instrument.

Event description:
On 0(B)(6) 2016, a customer reported an unexpected positive result when using anti-d (monoclonal blend) series 4 on a galileo neo instrument.